Manufacturer narrative:
RMA issued, follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the alarms are not working on the irc5p concentrator (hours 17098).

Event description:
It was reported by dealer that the alarms are not working on the irc5p concentrator (hours 17098). Unit was evaluated on (B)(6) 2015 and repair statement notes that the power switch button broke, fitting receptical was defective and the capacitor was defective.

Manufacturer narrative:
Follow up will be filed if additional information is received. Unit was evaluated on (B)(6) 2015 and repair statement notes that the power switch button broke, fitting receptacle was defective and the capacitor was defective. (B)(4).